Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced "horrible glare/halos, unable to drive at night". Approximately, a year and 6 months later, the iol was exchanged for a different model. The clinical reason for the exchange was reported as "mechanical complication of the iol". Additional information has been requested. There are two medical device reports associated with this patient. This report is for the second iol implanted and later exchanged.